Manufacturer narrative:
(B)(4). Blank display due to moisture damage on the electronic assembly. Unable to perform displacement due to blank display. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, pillowing keypad overlay, cracked battery tube threads, and faded serial number label.

Event description:
Information received by medtronic indicated that the insulin pump had crack at on the lower left hand at back and customer took the battery and reservoir, sounded there might be a water. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.